Event description:
A coronary stent with delivery system was advanced to the pre-dilated target lesion site in the pt's saphenous vein graft to the right marginal branch. Upon the initial inflation attempt, the balloon ruptured leaving the stent undeployed. The delivery system was withdrawn and the stent was lost in either the coronary artery or the peripheral circulation. A balloon angioplasty was then performed. There were no clinical sequelae reported relative to the event.